Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-jan-2026. Investigation summary: bd received 250 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for separates with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by functional testing] and no issues were observed relating to separates as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separates. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using twenty (20) bd vacutainer® one use holder, when connecting the holder to the acquisition device, the holder separates. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using twenty (20) bd vacutainer® one use holder, when connecting the holder to the acquisition device, the holder separates. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: not applicable, this material does not have an expiration date a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.